Event description:
It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, resistance was felt during removal of the starclose se device. In accordance with instructions for use a dilator was inserted into the access ports releasing the locking mechanism and the device was successfully removed from the pt anatomy. Hemostasis was achieved with the clip. The vessel locator wing was noted to be "broken/unraveled" after removal of the device. The vessel locator wings were confirmed to remain intact, not broken off. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.